Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the automated impella controller (aic) was turned on for the case, a ¿controller error¿ notification banner appeared. The aic was turned off and back on, but the same notification reappeared. The battery was then powered off and back on from underneath the console, which resolved the alarm. A new aic was obtained from the supply room and used for the case.

Manufacturer narrative:
Root cause of the controller error was an intermittently malfunctioning optical bench lamp. The logs show no evidence to confirm the product experience code (pec) "battery problem." Testing on the returned console also confirms that there are no problems with the batteries. Since the reported problem description pointed out the battery as a likely user troubleshooting step, "battery problem" was likely added to this product investigation. Additional information has been provided in h6 (component code, investigation findings, and investigation conclusions).